Manufacturer narrative:
Based on technician description and the problem report analysis the scenario was as follows: the patient was positioned on the table with feet protruding from the table. The gantry position was h mode with radials at maximum in and rotation 180 degrees (head 1 facing the ceiling and head 2 facing the floor). Table was at minimum height and maximum out. Technician applied scan in l mode and pressed <set>, motion started by moving the radials out, laterals out and table up in parallel. Since the patient's feet were protruding from the table into the gantry motion path, the collimator ear collides with the patient's feet, as a result the patient moved back. The patient motion resulted with telescope axis movement and as a result unintended motion error on telescope was invoked and stopped the motion. The technician pressed the <enable> button on rcu in order to stop the motion 1 second after motion stopped by gantry error. The precautions described in nm camera safety and regulatory user guide 5482798-1en include the following: 1. The patient¿s hands, feet or head do not protrude beyond the limits of the pallet. 2. Monitor the patient and the system during the entire scan to ensure that there is enough clearance between patient and the rotating detectors. With the above information, the root cause for the patient injury has been determined to be a use error by the technician who did not follow the instructions. There was no system malfunction. Additional information: device manufacture date: march 30, 2011.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported that the patient was on the table and the system was in h-mode 0 degrees. The operator applied 'rest scan' and the gantry started repositioning the detectors to l-mode and upward table. The patient's feet were protruding from the table and when the collimator ear was pressed against the patient's toes during the detectors and table motion, it resulted in contact between the detector and the patient's feet. The patient suffered fractured metatarsal bones on each foot.